Event description:
Patient reported "extreme swelling, inflammation, pain, capsular contracture baker grade unknown, pins and needles, and sharp shooting pain." This record is for the right side. Device remains implanted.

Event description:
Patient representative reported capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "extreme swelling, inflammation, pain, capsular contracture baker grade unknown, pins and needles, and sharp shooting pain."

Event description:
Patient reported right side "extreme swelling, inflammation, pain, capsular contracture baker grade unknown, pins and needles, and sharp shooting pain." Device remains implanted.